Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of noise. The health care professional (hcp) for review of stored untreated episodes. Technical services (ts) reviewed the data and found several episodes in which there was oversensing of noise, however, did not provide inappropriate therapy. Additionally, r-waves were noted to be discerned. Ts informed the noise appears to be due to myopotential and provided troubleshooting options. Ts also recommended performing a chest x-ray. Subsequently the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of noise. The health care professional (hcp) for review of stored untreated episodes. Technical services (ts) reviewed the data and found several episodes in which there was oversensing of noise, however, did not provide inappropriate therapy. Additionally, r-waves were noted to be discerned. Ts informed the noise appears to be due to myopotential and provided troubleshooting options. Ts also recommended performing a chest x-ray. Subsequently the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.